Event description:
Customer claims that the alarm has power, but no alarm tone when the magnet clip is detached from the alarm. No visual damage was detected. The unit was tested with new batteries. There was no patient injury reported.

Manufacturer narrative:
(B) (4). (B) (4).